Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.7., h.9. Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Device evaluation: visual analysis noted brown and while particles on the shell. Device was noted to be overweight. Bubbles were noted after the autoclave disinfection process. Air voids were noted in the shell. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl and seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports right side device removal with no replacement due to "alcl (anaplastic large cell lymphoma)" on right side. Follow-up reveals the patient experienced a continual peri-implant seroma post-operatively, until the device was explanted. Capsular involvement was noted, but no specifics to the involvement were provided. Follow-up with physician reveals cytology of serous fluid and of serosal puncture is noted as consistent with breast-implant associated alcl. These tests confirmed tumor cells ¿positive for cd30¿ and negative for alk-1. Additional pathology report indicates the atypical cells found in the capsule ¿are negative for cd30 and cd3.¿ however, ¿a single occurrence of with degenerated possibly atypical cells testing positive for cd30¿ is also noted. Testing also concluded that the cells are alk-. Physician also noted that alcl is diagnosed as ¿stage ia.¿